Event description:
Event: endoleak - type 2, explant of graft. Pt who has "chronic endoleak type 2" was found to have had another endoleak. Approx 6 months postoperative of the embolization coils procedure that aneurysm sac was found to have grown 7-9cm in diameter. The pt was taken into surgery to repair the endoleak, however, during surgery it was found there was a "small hole" in the right iliac graft, posterior. The hole was found to be directly opposite the wall stent. It was felt that the hole might have been caused when the embolization coils were deployed tearing the graft. The ancure was explanted and a "standard graft" was implanted. The pt is doing fine and having no problems. The physician feels the endoleak and subsequent hole in the graft was not related to the ancure device.